Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold creases, a total delamination of valve, a wear abrasion and white particles in device inner surface. A leak test and microscopic analysis was performed which identified a total delamination of valve and one opening crease sharp. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure and one sharp crease opening on the radius side, assessed as a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.